Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 375 and 294 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculate difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt reported that the test strips were peeling, however, this issue would not lead to inaccurate readings. The codes matched and the techniques for applying the blood to test strip and for cleaning the puncture were correct. The pt did not have any control solution to test. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.